Event description:
It was reported that a flogard infusion pump had a damaged safety clamp assembly. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The device was visually inspected and functionally tested. During functional testing it was detected that the safety clamp did not release the blue clamp. The reported condition was confirmed. The cause of the damaged safety clamp could not be determined. To correct the issue the safety clamp assembly was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow-up MDR will be submitted.